Manufacturer narrative:
The customer replaced the pinch tubing and cleaned the probe. The reagent was replaced and re-calibrated. Controls and patient samples were re-measured and it was confirmed there were no further problems. The investigation could not identify a product problem. The issue was determined to be consistent with inadequate operator maintenance.

Manufacturer narrative:
The mixer was checked and did not appear to be bent. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was tested twice, each time resulting in a ft4 value of > 7.77 ng/dl. The customer measured controls and both levels of control were outside of range. The controls were measured again and were within range. The patient sample was then repeated, resulting in a value of 1.43 ng/dl, which was similar to a previous value of the patient. The ft4 reagent lot number and expiration date were requested, but not provided.